Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the epicardial lead exhibited high thresholds, no capture, and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.